Manufacturer narrative:
The injection screw was not bent but a great amount of resistance was felt when the injection screw is being extended and retracted, due to a broken encoder bond. Cosmetic damage was observed. Inpen was returned with a broken cartridge holder, a missing cap and dose window. A functional test could not be performed because of the discrepancies.

Event description:
The customer reported via phone call that their insulin pen broke in half and the screw is bent. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.